Event description:
The customer called and reported receiving no delivery alarms. The customer's blood glucose was between 200 and 299 mg/dl. The customer declined to troubleshoot, stating they had already changed out sites, infusion set tubing, and reservoirs. Customer stated the alarm went away and the came back a few times. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.